Event description:
The complainant call and indicated that their glucometer system isn't working correctly. Complainant indicated receiving, a reading of 101mg/dl and a then a reading of 368mg/dl using separate finger sticks. While on the phone, a review of the operation of the system was made. It was learned that the customer was using excell off brand reagent that gave these variable results. At the time of the initial call, the customer did not have the appropriate supplies to verify that the instrument was operating correctly. These were provided to the customer. The instrument function was then reviewed and found satisfactory. The use of reagents not supplied by bayer is not supported. The customer was instructed to contact the MFR of the excel off brand reagent. The complaint is considered closed for purposes of MDR.